Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After device activation in march 2024 the user developed post-op meningitis caused by streptococcus pneumoniae (B)(6) 2024 which resolved with antibiotic treatment. However, it recurred in early (B)(6) 2025 and was again successfully treated. To prevent further episodes, the user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to information received, the device was explanted after two episodes of meningitis. Csf gusher was reported during implantation surgery, which may increase the risk of meningitis. Review of device sterilization records show that the device has been subject to a valid sterilization process. Thus, it is unlikely that the device was the cause of the infection. The recipient recovered completely from the meningitis. This is a final report.

Event description:
After device activation in (B)(6) 2024 the user developed post-op meningitis caused by streptococcus pneumoniae on (B)(6) 2024 which resolved with antibiotic treatment. However, it recurred in early (B)(6) 2025 and was again successfully treated. To prevent further episodes, the user was reimplanted.